Manufacturer narrative:
Concomitant product: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that the patient was scheduled for a pump replacement. The hcp had stated that the patient had their pump removed a ¿few months ago due to infection¿. The patient¿s status at the time of the report was noted as alive no injury. On (B)(6) 2015, the patient reported that the pump was explanted in 2014 and had another pump implanted on friday (B)(6) 2015. The patient was noted as doing fine at the time and receiving active therapy. The pump was used to deliver morphine and bupivacaine.